Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No battery power loss alarm noted. The power management tool confirmed pump error was triggered when backup battery unloaded voltage (ul vlith) was less than consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with minor scratches on case, keypad overlay texture damage, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratches on lcd window. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 4.1mmol/l at the time of the incident. It was reported that the customer was provided guidelines on how to resolve the issue but the insulin pump alarmed replace battery less than thirty minutes after the guidelines were performed. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.